Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.